Event description:
It was reported that the burr became stuck in the lesion. A 1.50mm rotapro was selected for use to treat the severely calcified lesion in the distal right coronary artery (rca). During the procedure, the physician had difficulty adjusting the speed with the rotapro and the rotapro burr became stuck in the lesion. The rotapro burr was removed and the procedure was completed with balloon dilatation and stent implantation. The device was disposed of by the healthcare facility. No patient complications were reported.